Manufacturer narrative:
Product event summary: the lead was returned for analysis. The lead performance data collected from the device memory was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. The partial lead was returned in segments, analyzed, and no anomalies were found. The interior superior vena cava defibrillation cable was extrinsically cut. The interior right ventricular defibrillation cable was extrinsically cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high increasing thresholds and high undefined impedance. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.